Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via facility medwatch (B)(4). Same case as MDR ID: 2134265-2016-00916. It was reported that vessel perforation and patient death occurred. Rotablation was performed with a 1.25mm rotalink¿ plus and a rotawire¿. During ablation passes, it was noted that the rotawire was fractured and the burr perforated the diagonal artery. Attempts to jail the wire fragment under the stent were unsuccessful. Attempts to occlude the perforation with a long balloon inflation was unsuccessful as the artery was too calcified to advance the balloon over the diagonal. They were unable to pass a non-bsc covered stent. A drug-eluting stent (des) was deployed but was unable to occlude the diagonal. The perforation remained a contained localized effusion by transesophageal echocardiogram (tee). The wire fragment remained inside the patient. The patient died shortly thereafter.